Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 28 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 4 devices were inspected in the field but the issue was confirmed; however, no defect or malfunction was found. The issue was the result of use error as the scale was not properly zeroed before use. 2 devices were not inspected, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was inspected by the user facility and the issue was confirmed. The device was repaired on site and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 35 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.